Event description:
There was no pt involved in this event. The device malfunctioned because it failed to connect to computer during upgrade.

Manufacturer narrative:
When initially connected to the pc, the device would not connect. This meant that data was unable to be downloaded from the device. The device internal data cable was found to be faulty, on further investigation of the returned data cable the cable was found to be broken away from the eyelet it had been soldered to. This would have caused the reported fault. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.